Event description:
While doing a shoulder scope, a fb was noted in the joint. The piece was removed from the shoulder. Cannula was broken by surgeon to see if all plastic seals were intact. Surgeon felt like it was piece of plastic inside the cannula.